Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal stenosis dilatation procedure to treat esophageal stenosis performed on (B)(6) 2026. During insertion, after reaching the target site via endoscope, saline was injected and pressure was applied to perform dilation. It was observed that the ballon had a pinhole and saline leaked from the proximal side of the balloon. The procedure was discontinued and canceled. A second procedure was successfully performed the following week, on monday, (B)(6) 2026. There were no patient complications reported as a result of this event.